Manufacturer narrative:
(B)(4). Add'l info from the importer report: date of report: (B)(4) 2013; brand name: avaulta biosynthetic support system; (B)(6).

Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Miniarc sling was reported to be used/implanted during this procedure. Add'l info from the importer report: add'l info has been requested, but not rec'd.